Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported that the patient was injected in the lips with juvéderm ultra¿ xc. The patient did not return to the injecting facility for scheduled follow up appointments. However, the patient returned for botox® treatment almost a moth later. The patient returned almost 2 months later and claimed that the ¿filler was gone within 6 weeks¿. The patient ¿is not getting full 3-4 months¿ from the filler treatment and the filler treatment was not lasting. The hcp said this was not surprising as the patient has hashimoto¿s disease [not device related] and exercises vigorously, so the patient has probably metabolized quite quickly. The patient also takes pre-workout. The patient is dissatisfied with the current treatment due to lack of longevity. The patient has no issue with the botox® treatment.